Manufacturer narrative:
Event date unknown. UDI number unavailable. 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed ¿no disposable attached¿ occurred during pump operation. Functional testing could not replicate the reported issue. The root cause was determined to be a possible defective downstream occlusion (dso) sensor or cassette product. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarmed because the cassette was about to come off. It is unknown if there was patient involvement, no adverse patient effects were reported.